Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to exhibit a decrease in remaining longevity. Premature battery depletion was suspected and a request was made for technical services to review the available data. Engineering review confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.